Event description:
The customer observed falsely elevated alinity c magnesium result generated on the alinity c processing module for a patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s reference range: 1.06 to 2.6 mg/dl. Sid (B)(6) initial result = 7.5 mg/dl. Repeat result on the same analyzer = 1.8 mg/dl. Repeat result on another analyzer = 1.9 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the peristaltic head tubing (rohs) of nozzle 1 leaking, and replaced the worn part. Part replacement resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the peristaltic head tubing (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the peristaltic head tubing (rohs) were identified.

Event description:
The customer observed falsely elevated alinity c magnesium result generated on the alinity c processing module for a patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s reference range: 1.06 to 2.6 mg/dl. Sid (B)(6) initial result = 7.5 mg/dl. Repeat result on the same analyzer = 1.8 mg/dl. Repeat result on another analyzer = 1.9 mg/dl. There was no impact to patient management reported.